Manufacturer narrative:
Note: lot number 15069926 was provided via the voluntary medwatch # (B)(4), which was correct for the reported product catalog number; however, this lot of product was not manufactured until october 2010, five months after the reported event occurred. Therefore the lot number cannot be correct. No follow-up can be conducted with the initial reporter as the account and contact information was redacted in the voluntary medwatch form. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Ivc filter migration is a known potential adverse event associated with vena cava filter implantation and is listed in the IFU (instructions for use) as such. Migration of ivc filters has been demonstrated when the presence of an overburden of thrombus in the vasculature occurs that exceeds the devices ability to exert radial force toward the vessel walls and maintain optimal positioning. There is no evidence of manufacturing or design issues that contributed to the event. Inferior vena cava filters are used to prevent pe in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. Current evidence indicates that ivc filters are largely effective; breakthrough pe occurs in only 0% to 6.2% of cases. Contraindications to implantation of ivc filters include lack of venous access, caval occlusion, uncorrectable coagulopathy, and sepsis. Complications include misplacement or embolization of the filter, vascular injury or thrombosis, pneumothorax, and air emboli. Recurrent pe, ivc thrombosis, filter migration, filter fracture, or penetration of the caval wall sometimes occurs with long-term use. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event.

Event description:
This complaint came in as an FDA voluntary report # (B)(4). Patient admitted with dvt. Placements of trapease inferior vena cava filter on 2010. Chest pain on 2010-massive bilateral pulmonary emboli and migrated trapease filter noted in pulmonary outflow tract to operating room for surgical removal filter.